Event description:
Procedure: roux-en-y. According to the reporter: the last 15mm of each cartridge did not fire properly. The staple bunched up with the duet buttress material and did not form properly. The knife blade did not cut through this portion of the staple line. The surgeon applied another staple line, and resected an additional portion of the stomach.